Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis confirmed the reported event. Damage to the device was found. The battery contacts were compressed, and the battery drawer was dented, with pry marks noted. The keyboard was found to be out of specification, with the on key collapsed, and the heart lead flex had a shorted diode. The upper case was broke and dented, the lower case, knobs, one side bail cover, ring, ring cover, and side bails were contaminated, and one side bail cover was broken.

Event description:
It was reported, the epg (external pulse generator) was damaged and returned for analysis. Additional information was later received reporting that the epg was returned due to a field advisory. No patient involvement or complications were reported.